Event description:
It was reported that the procedure was to treat a highly calcified lesion in the right coronary artery. The 3.0 x 12 mm trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The trek was advanced; however, some resistance was noted with the anatomy. The balloon reached the lesion and was inflated to 14 atmospheres (atm); however, the balloon leaked during the first inflation. The 2.5 x 15 mm trek balloon catheter was then advanced; however, resistance was again noted with the anatomy. The balloon was inflated to a low pressure (below 14 atm); however, the balloon leaked during the first inflation. No additional device was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional 3.0 x 12 mm rx trek referenced is being filed under a separate medwatch report.